Event description:
Went to place a foley catheter. After successful insertion of catheter, the nurse inflated the balloon. During inflation of the balloon, it popped. Another catheter was opened and inserted. The balloon popped again. A third catheter was opened and inserted and it also popped. The fourth catheter finally inflated with no issues. Surgeon and resident were present for the situation and noted no harm had been caused to the patient.